Event description:
A malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery continues uninterrupted and was sent a replacement pump by technical support.